Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: one (1) actual device was received for evaluation. Visual inspection was performed and a small hole near the foil seal was observed. However, it was evident that the foil had been tampered since it looked crushed, and there was a bulge of air above the seal toward the area where the hole is located. The packaging was checked and it is also evident the mark indicating the packaging was sealed completely. The reported condition was verified. The cause of the condition was determined to be a shipping/distribution issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the packaging seal of two (2) minicaps. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.